Event description:
Additional information was received from the manufacturer representative clarifying that the patient was not involved directly in this call with hcit for the first tablet. When the hcp called with the first tablet for troubleshooting, the patient was already interrogated by another hcp with a second tablet. The interrogation went well, and the hcp was transferred to patient services for questions. Apparently, the root cause was the apps not being updated since the second tablet had all apps up to date and there were no error messages. The apps were updated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: a610, serial#: unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare provider (hcp) reported dbs app error messages while they were trying to interrogate patient's dbs device: dbs app failure. Device was programmed with incompatible application, all settings will be cleared. Apps were not up to date. The hcp was guided on how to update apps and restarted all applications after updating. Caller called back and stated this was a normal follow-up appointment, patient's therapy has been going well and upon interrogation with multiple tablets, they were getting messages about incorrect version or needing to update the tablet. Caller had attempted several tablets and on the call, they were currently able to enter session with implantable neurostimulator (ins) but it showed incorrect implant date at (B)(6) 2018, no patient information and only had workflow option to "set-up" device. Caller confirmed current tablet was a610 v3.0.1098 but the first tablet they tried was a610 v1.0.3470. Patient was last interrogated with tablet on (B)(6) 2022 and since then had used their patient programmer to slightly increase stim due to tremor. Tech services (tss) reviewed that likely using a610 v1.x caused the wiping of the patient's settings but tss was unsure why the implant date would be incorrect. Tss walked caller through ins set-up and then they reprog rammed the patient. Caller ended the session and re-interrogated and all information was retained as expected and patient's ins was on and therapy was restored. Caller mentioned that upon first interrogation attempt today, it seemed like the ins had likely turned off at that point as patient had tremor and now it was back on.